Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record for this product (lot: kr348608), with unique device identifier was reviewed and found all records indicate the product was packaged, tested in accordance with all applicable procedures, and met all final product release criteria with no associated nonconformance, reported scrap, or recorded process deviations relating to the reported failure. It has been more than a year since the subject device was manufactured. The device did not return to legal manufacturer for the proper analysis; however, a picture was provided which confirms fiber separation/breakage in two. Despite exhaustive investigation, the root cause could not be definitively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, upon opening the package and removing the 200 micron single use fiber, it was inserted into the semi-rigid urs (ureteroscope) and it was realized that the tip of the laser was not emitting aiming beam (green light). Upon further inspection, it was discovered that the fiber had broken into two pieces inside the semi-rigid telescope. After retrieving the broken pieces, an attempt was made to use the fiber again, but it was found to not function properly and couldn't break the stone. It was replaced with a brand-new fiber and the procedure was continued successfully. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.